Manufacturer narrative:
Evaluation codes as system update is pending. Investigation is ongoing.

Event description:
It was reported through the s3i continued access program that post tavr the patient required multiple blood transfusions related to hemolysis. The cause of hemolysis unknown. Pod 9 tee showed the patient had mild paravalvular leak (pvl). The valve was re dilated with a 26mm commander delivery system.

Manufacturer narrative:
Additional information: (B)(4). Additional information provided indicated that post re-dilation pvl resolved to none. The patient¿s hemolysis was attributed to the pvl and improved since re-dilation. At the time of the report, the patient is doing well and has been discharged. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the cause of the mild pvl 9 days post tavr cannot be confirmed; however, cardiac remodeling could be a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.